Event description:
It was reported that the patient had had the system checked on the day prior to the date of this report as the patient had been experiencing intermittent stimulation with jolting symptoms. A manufacturer representative had checked the battery and found that it had been at 20 percent usage. The lead wires were said to have been ¿bad.¿ later, the leads were reported to have broken off and had shocked the patient. The patient then had surgical leads implanted. After the surgical leads were implanted the patient¿s stimulation pattern was suboptimal, but a work-up was in progress. Information pertaining to this event had previously been reported in the context of a separate event which was submitted in manufacturer report # 3004209178-2010-06600.

Manufacturer narrative:
Concomitant product: product ID: 3487a, lot# j0015997v, implanted: (B)(6) 2001, product type: lead. (B)(4).